Manufacturer narrative:
Technician found that the bed head hi/low was drifting down and isolated the problem to hydraulic manifold issues replaced hydraulic manifold assembly to resolve this issue.

Event description:
Facility information indicated that the bed was drifting down. No injury reported. Bed is out of service.